Event description:
The manufacturer received information alleging the active exhalation verification test steps had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 was not returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. There were no findings available since the customer had refused repairs to be made to the device. The root cause isn't confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.